Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device has a history of over-sensing. Recently, the patient received several inappropriate shocks while not performing any physical activity. The device data was forwarded to boston scientific technical services (ts) for review and recommended thorough provocative maneuvers and high-resolution diagnostic imaging to assess system integrity and potential electrode damage. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) device has a history of over-sensing. Recently, the patient received several inappropriate shocks while not performing any physical activity. The device data was forwarded to boston scientific technical services (ts) for review and recommended thorough provocative maneuvers and high-resolution diagnostic imaging to assess system integrity and potential electrode damage. The physician elected to surgically explant and replace the s-ICD system to resolve the event. No additional adverse patient effects were reported. Both the device and electrode were received for analysis. This electrode's analysis was recently completed, while the device analysis is still underway.